Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned to the galway return product analysis lab loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana product analysis lab. The valve was inside a heart valve return kit jar filled with clear 0.2% glutaraldehyde solution. All leaflets were stiff yet slightly flexible. Severe creases were found on all leaflets. As received, all leaflets were in a partially closed position with a gap between the free margins. All commissures were intact. The valve skirt was received partially crimped with creases found on the valve skirt. The inflow aspect exhibited an elliptical appearance. The valve was submerged in a warm saline bath; the inflow elliptical appearance resolved. The valve appeared to maintain a compressed condition possibly from being loaded inside the delivery system for an unknown duration of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess against the reported event. Image review: three static images were provided for review of the event. The patient¿s executive summary was not provided for anatomical review. It was reported that during the deployment attempt, the valve appeared to be under expanded which warranted a recapture. Imaging shows that after recapture, the valve infolded within the delivery catheter system. An infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Imaging shows that a new valve was used for implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that a procedural delay occurred as a result of the infold due to a second valve needing to be loaded.

Manufacturer narrative:
Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0011762277); product type: 0195-heart valves; implant date na ; explant date na product analysis: the device was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information prior to the implant of this transcatheter bioprosthetic valve, pre-implant balloon aortic valvulopla sty (bav) was performed using a 24 millimeter (mm) non-medtronic (true) balloon. An 18 french medtronic (sentrant) sheath was used. The valve was inserted into the patient and upon deployment, the valve was observed to be underexpanded due to severe aortic valve calcification. The valve was recaptured and after recapture, infolding was noted. The system was withdrawn from the patient and another pre-implant bav was performed. A new valve was loaded onto a new dcs and was successfully implanted. No adverse patient effects were reported.